Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic due to a lvad fault alarm. The patient stated he awoke 5 minutes before the alarms and felt unusual. The site expressed concerns that the lvad alarm had a yellow strip and not a red strip. The patient's controller was swapped due to loss of speed and power. During the event, the patient complained of severe chest pain, shortness of breath and posterior left thoracic pain. After the system controller was exchanged and the pump was restarted on the new system controller the patient started feeling better. Log file analysis confirmed the lvad internal fault alarms. Rotor instability, circuit over temp codes and invalid flow estimation causing erratic pump speeds were also noted in the log file.

Event description:
It was later reported that patient's flow was 0.9-9.2 lpm. Set speed was supposed to be 5300 rpm but it was as low as 1900 rpm and as a high as 5800 rpm, pulsatility index as high as 30 and powers as high as 35 w.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 06jan2019. Evaluation of the patient¿s submitted log files confirmed the reported lvad fault alarm, associated with rotor instability. The controller event log file contained data on 04feb2020 from 2:06:57 am to 3:24:20 am. The pump was set to a fixed speed of 5200 rpm and the low speed limit was set to 5000 rpm. The log file captured a continuous lvad fault alarm throughout the log file. The pump power was elevated for all data captured in the log file ranging between 25.765 w to 30.884 w. The lvad temperature was elevated to 76 degrees celsius, motor instability flags, high current flags, circuit over temperature flags, and dclink flags were also captured. The actual speed of the pump dropped below the low speed limit intermittently throughout the log file and resulted in full temporary pump stops in cases. The events continued through 2:13:55 am until the patient¿s driveline was disconnected, which is consistent with the reported controller exchange. The controller periodic log file (see attached) contained data from 24jan2020 to 04feb2020. The log file captured the lvad fault alarm active on 04feb2020 at 1:45:21 am. The lvad fault alarm was not active on the previous line of data on 04feb2020 at 12:45:21 am or any time prior. The lvad event and periodic log files were corrupted and were unable to be analyzed. The account reported that the patient woke up with shortness of breath, severe chest pain, and posterior left thoracic pain. The patient was urgently transported to the ER. The vad coordinator noted low speed, elevated power, and an lvad fault alarm and performed a controller exchange. As soon as the pump reset, the patient reportedly started feeling better and the events resolved. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.